Manufacturer narrative:
Continuation of d10: product ID 8785 (lot: hg7p9d7); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024 section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and patient via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 1050mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient presented with typical withdrawal symptoms and was admitted on (B)(6) 2024. The patient was worked up for infection and had a CT myelogram. The pump was interrogated by the rep with the medical team. Emergency surgery was performed on (B)(6) 2024 overnight. Upon the pump system replacement, a csf leak was found by the surgeon. The issue was resolved at the time of the report. The patient's medical history included cp. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Product ID: 8785, lot#: hg7p9d7, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the leak was from the previous catheter site at the spine. There were no issues with the pump. The infection workup was done as a rule out measure. The cause of the csf leak was not determined, just the location.